Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during normal wiping of the angiographic wire with a gauze pad, green residue was noted on the pad. It is indicated that the wiping was done after removal from the patient's body. It was suggested that the green coating on the wire was breaking off. It cannot be confirmed if there were any fragments left in the patient. No damage was noted to the packaging, no issues were noted to the device when removing from the packaging per IFU. The device was inspected with no issues and the device was prepped per the IFU. No patient injury reported.

Manufacturer narrative:
Image review: two still images were received for analysis. Blood and what appear to be flakes of the green ptfe coating is evident on the gauze. A streak of green on the gauze is visible. Product analysis: one 0.035¿ j tip fixed core angiowire was returned, lot# gfdn2969 matching the complaint file. During visual analysis, the outer coils were intact, and the core wire was not exposed. A kink was noted in the middle of the wire. There appeared to be flaking of the ptfe coating at the proximal end of the wire. Along the middle of the wire no coating came off on either side of the wire. Towards the distal end of the wire, the coils appear slightly stretched. When the wire was passed through fingers with gloves resulting in no coating coming off. Some dried blood was noted along sections of the wire. Proximal, middle, and distal sections of the wire were wiped with saline-soaked gauze, after which no coating was noted to flake or rub off onto the gauze. Additional information; the wipes were used with heparinized saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: nothing had changed regarding the protocol on how devices are wiped down. Units are stored in a nearby office location in addition to inside the cath lab itself. The wipes used at the account are either from the pack or are covidien curity all purpose sponge. The wipes were used with heparinized saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: distribution of ptfe coating at proximal, middle, and distal ends of the wire appeared normal, considering the wire was used. The gauze used to wipe the wire was woven cotton. If information is provided in the future, a supplemental report will be issued.